Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient had received a vibration notifier of high pacing impedance on the right ventricular lead. Data trends showed that impedance had been creeping up since a generator change in 2017. Capture threshold was also high. The patient was discharged, and will continue to be monitored.